Event description:
It was reported that a spectrum infusion pump had automatic output of a button when pressing other buttons. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "keypad activating double digits", determined to be caused by a failed keypad. During the evaluation, it was found that whenever any of the keys were pressed, an automatic output of the #3 key occurred following the selected key's function (e.g. Numerically: when the #1 key is pressed, "13" will be displayed; alphabetically: when the "abc" key is pressed, "ag" will be displayed, interfering with the mdl drug searching opportunities. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.